Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.